Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date. According to the complainant, post-procedure, the patient suffered pain and disability. All other information is unknown.